Manufacturer narrative:
H6 adverse event problem (refer to coding manual): updated to remove 1924 - failure of implant. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient has impedances on the lead. As a result, surgical intervention may take place at a later date to address the issue. It is unknown which lead caused the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000086483.

Event description:
Additional information indicates surgical intervention took place on (B)(6) 2024 wherein the leads were explanted and replaced due to migration and not impedances.